Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm bioprosthetic pericardial aortic valve, implanted for approximately 10 years, underwent a valve-in-valve procedure due to unknown reasons. The tavr was performed with a 23mm edwards transcatheter heart valve. It was reported that the procedure outcome went "well." No additional details were provided.

Event description:
It was reported that this patient with a 21mm bioprosthetic pericardial aortic valve, implanted for approximately 10 years, underwent a valve-in-valve procedure due to severe aortic stenosis. The tavr was performed with a 23mm edwards transcatheter heart valve. Completion of aortography showed no significant paravalvular insufficiency, which was confirmed by echocardiography with low gradients. The patient remained hemodynamically stable. The procedure was successful. Post operatively, the patient developed a-fib with rvr. She was treated with IV amiodarone. The patient was discharged on pod #3 in stable condition.